Event description:
It was reported that the pt was implanted a durom acetabular component on 2003 (exact date not reported). The pt was revised on (B)(6) 2014 due to pain and loosening.

Manufacturer narrative:
The MFR did not receive the device, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).